Event description:
It was reported that during a pph procedure, the device failed to create a satisfactory staple line. It did not form the staples correctly. Additional firing was completed to correct. The current status of the patient is unknown. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information: review of operative report notes complication of ¿inadvertently closure of the rectal lumen.¿ it appears that the rectum was inadvertently stapled closed. The surgeon was able to get into the intraluminal area and perform a coloanal anastomosis which was confirmed by flexible sigmoidoscopy.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.